Event description:
It was reported during a unilateral double-j ureteroscopic placement procedure, the tip of the ncircle tipless stone extractor broke. The procedure was completed with another same like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1- occupation: quality specialist. G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, d8, h6 - medical device problem code (annex a). Investigation evaluation: description of event: it was reported during a unilateral double-j ureteroscopic placement procedure, the tip of the ncircle tipless stone extractor broke. The procedure was completed with another same like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), instructions for use (IFU) and a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned and it was found to have a severely deformed basket. The handle did not actuate basket formation. One of the two wires that form the basket was pulled free from the basket cannula on one end. The other basket wire had been pulled proximally into the basket cannula. The device showed evidence of having experienced excessive force. The instructions for use (IFU) supplied with the device state "do not use excessive force to manipulate this device. Damage to the device may occur." The information supplied by the user stated the device was used for a unilateral double-j ureteroscopic placement procedure. The IFU also states "the ncircie, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. ¿the device was used off-label. It is likely the off-label use led to excessive force being applied to the device resulting in the observed basket damage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. The device was used off-label. It is likely the off-label use led to excessive force being applied to the device resulting in the observed basket damage. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.